Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose was "high" (specific value was not provided). Due to the elevated bg level the customer experienced, nausea, thirst/dry mouth, frequent urination, fatigue and sharp sting when breathing. Customer gave a manual injection to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.